Event description:
Facility reported that empoyee removed sysloc avf fistula needle from pt's av fistula with proper use of the safety device. The safety device, however, fell off the needle. Employee was not aware that the device had fallen off and she inadvertently stuck her left index finger with the contaminated needle. Based on info from the user facility dated 1/17/2009, the staff used one hand technique in arterial line or venous line. The pct was tested for communicable disease and the results were found to be negative.